Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a slightly bent main tube, with the deformation located near the midpoint. This condition could affect proper articulation of the vse jaw. Adjacent components did not exhibit any damage. When tested on an in-house system, the instrument successfully passed both seal and cut tests. The complaint was confirmed by failure analysis. The probable root cause of the bent main tube is attributed to damage incurred during use. This may result from an accidental drop or inadvertent collisions with other instruments. Additionally, the application of excessive force to the instrument shaft and/or tip during handling, insertion, operation (overloading), or removal can also lead to bending.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not articulate properly. The procedure was completed with no reported injury.